Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Customer attempted to plug the pump into a power source and the pump would not turn back on. Customer had elevated blood glucose levels (372 mg/dl). Customer had not addressed elevated blood glucose levels, but stated that they have back up insulin pens for continued insulin therapy.